Event description:
A pump was reported to have declared an alarm 20 during pumping. There was no adverse impact on the customer's blood glucose level. The customer attempted to load a new cartridge with the help of technical support, but the cartridge alarm recurred, preventing a successful resumption of insulin therapy. Technical support decided to replace the pump as it was under warranty. The customer was instructed to use a multiple daily injection (mdi) as backup therapy and was given guidance on returning the pump to storage mode before shipping it back to the company, which the customer acknowledged.